Manufacturer narrative:
The reported event was confirmed cause unknown. Received 4 photo samples. First photo sample shows top view of catheter with syringe used during reported event. Second photo sample shows end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows top view of outer packaging of tray. Visual inspection of the sample noted received 1 all-silicone temp sensing foley catheter with sample port connector and syringe 2758j14 and lot number nghz0016. Inflated catheter with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100 ml distilled water) using returned syringe. Inflated properly with no difficulties however the catheter deflated 2.5ml passively within 5 minutes. Attempted inflation and deflation within house syringe. Using the in house syringe the reported event inflated with no difficulties and deflated within 1 minute and 33 seconds. Therefore, a complaint was opened to capture this additional failure mode present. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fixed water in the foley catheter was not coming out from a certain place. Although it was not recommended to perform a pre-test to prevent cuff roll, a pre-test was performed at the time. It seemed that the situation was such that water was difficult to get in (lot myjs4685) and out (lot nghz2815). Per follow up information received via ibc on 27dec2024, customer confirmed that patient involvement. Per investigator's notification received on 15apr2025, it was reported that catheter was difficult to deflate with returned syringe was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fixed water in the foley catheter was not coming out from a certain place. Although it was not recommended to perform a pre-test to prevent cuff roll, a pre-test was performed at the time. It seemed that the situation was such that water was difficult to get in and out. Per follow up information received via ibc on 27dec2024, customer confirmed that patient involvement. Per investigator's notification received on 15apr2025, it was reported that catheter was difficult to deflate with returned syringe was found during sample evaluation.

Manufacturer narrative:
The complete initial reporter facility name is: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fixed water in the foley catheter was not coming out from a certain place. Although it was not recommended to perform a pre-test to prevent cuff roll, a pre-test was performed at the time. It seemed that the situation was such that water was difficult to get in and out. Per follow up information received via ibc on 27dec2024, customer confirmed that patient involvement. Per investigator's notification received on 15apr2025, it was reported that catheter was difficult to deflate with returned syringe was found during sample evaluation.